Event description:
The rptr states doing back to back blood glucose tests, within minutes, using separate finger sticks. Rptr's results were 104 and 144 mg/dl. Rptr did not have any symptoms. The rptr states never having cleaned the meter. Rptr described incorrect blood application to test strip (smearing, resulting in excessive coverage.) While on phone with representative, did two blood glucose tests, with results of 229 and 220 mg/dl. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.